Event description:
Rptr is a bit surprised and confused by the lack of intervention by the FDA related to two life-threatening product defects that have now been well reported and described regarding boston scientific's taxus stent. Having read the maude cases and surveyed their colleagues, there appear to be two distinct, and very serious problems with this device; 1) balloon stickiness which can (and has) in many cases resulted in emergency open heart surgery to remove the deflated but "stuck" balloon. At rptr's facility they have had two serious incidents of severe balloon entrapment (2 out of approx 130 cases), including one that required extensive coronary endarterectomy (open heart surgery) to remove the trapped balloon, and resulted in a significant heart attack. Today, another taxus stent got severely stuck in the lad and could barely be removed after sucking the guiding catheter down into the lad and over the balloon to try to remove it. This pt narrowly escaped open heart surgery. Rptr is aware of similar cases requiring emergency open heart surgery at other facilities, and probably at least a half dozen other cases (i.e, open heart surgery). According to their colleagues who have been using the taxus stent, it gets "stuck" to some degree in almost every case so they have gotten use to it and are not reporting any of these to the FDA. The boston sales reps are now giving verbal tutorials about special deflation techniques to try to lessen this serious device malfunction (off label instructions to drs). Needless to say that in performing or witnessing > 30,000 stent procedures in their career, neither reporter nor any of the other 10 interventional cardiologists in their group have ever heard or seen this type of device malfunction with any other stent, ever. This alone is a truly unique (to taxus) life-threatening product defect. No pt (prior to taxus) has ever had to have their chest sawed open to remove a balloon from a stent at their institution. Next is a second, unique, life-threatening issue of the taxus balloon hypo-tube kinking that does not allow balloon deflation, or creates very slow deflation. In > 10-20 cases that rptr is aware of, the balloon "could be" deflated at all, and the back end of the catheter had to be cut off with a scalpel or scissor. Then, the sharp back end of a guide wire has to be advanced retrograde through the inflation lumen to puncture the balloon inside the pt's coronary artery. Several weeks ago this happened and the wire punctured the coronary artery as well, nearly killing the pt with cardiac tamponade (emergency pericardiocentesis was performed). The most amazing thing to rptr is that boston scientific (approx 2 weeks ago) announced that they were modifying (on the fly) this life-threatening balloon deflation defect. Most amazingly the FDA has allowed this "on the run correction" with approx 100,000 defective products sitting on cath lab shelfs around the country. The lawyers at 2 hospitals have pulled the device off their shelf because of the legal liabilities of using a product that boston themselves have announced publicly is defective. But as of yet, no comments from the FDA; no warning letters, and even more amazingly no product recall. The differential in the FDA's responses to taxus vs. The "sat" issue with cypher is also hard to understand. First off, sat is seen with every stent ever made (i.e., this is not unique and is widely seen with taxus and other bare metal stents). It is generally related to stent underdeployment. With cypher, data showed from 4 or 5 large trials and registries demonstrate an sat rate that is, on the average, 1/4th to 1/2 of sat with the alternative bare metal stent. Yet the FDA has issued multiple advisories, dear dr letters, etc. It seems that the two companies (i.e, jnj vs. Boston scientific) are being treated very, very differently.